Event description:
This case was initially received via regulatory authority ((B)(4) reference number: (B)(4)) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure (batch no. 697772) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), muscle spasms ("spasmophilia"), tinnitus ("tinnitus"), musculoskeletal pain ("joint and muscle pain") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals had not resolved and the weight increased, muscle spasms, tinnitus, musculoskeletal pain and memory impairment outcome was unknown. The reporter provided no causality assessment for allergy to metals, memory impairment, muscle spasms, musculoskeletal pain, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 379 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure (batch no. 697772) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), muscle spasms ("spasmophilia"), tinnitus ("tinnitus"), musculoskeletal pain ("joint and muscle pain") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals had not resolved and the weight increased, muscle spasms, tinnitus, musculoskeletal pain and memory impairment outcome was unknown. The reporter provided no causality assessment for allergy to metals, memory impairment, muscle spasms, musculoskeletal pain, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 392 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Allergy to nickel [nickel allergy]. Weight gain [weight gain]. Spasmophilia [spasmophilia] . Tinnitus [tinnitus]. Joint and muscle pain [arthromyalgia]. Memory disorder [memory disturbance]. Libido [libido disorder]. Tendinitis [tendinitis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 29-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted (lot no. 697772). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)011, 365 days after essure insertion, she experienced allergy to metals (seriousness criteria medically important and intervention required), muscle spasms ("spasmophilia"), tinnitus ("tinnitus"), arthralgia ("joint and muscle pain") and memory impairment ("memory disorder") and was found to have weight increased ("weight gain"). On unknown date she experienced libido disorder ("libido ") and tendonitis ("tendinitis"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals had not resolved. The outcomes for weight increased, muscle spasms, tinnitus, arthralgia, memory impairment and libido disorder were unknown. No causality assessment was received for essure with regard to weight increased, muscle spasms, tinnitus, arthralgia, memory impairment, allergy to metals, libido disorder or tendonitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 392 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events libido disorder & tendinitis were added. Patient name, date of birth & weight added. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report